Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR.a customer from the united states alleged a discrepant result for two patients while using the cobas® sars-cov-2 & influenza a/b nucleic acid test on the cobas® liat® system.the alleged two patients' samples initially generated a positive result for sars-cov-2 (influenza a/b negative) when tested on cobas liat. The same samples were retested on a competitor platform (biofire) generating sars-cov-2 negative for both samples.the negative results were reported.no harm was alleged.an investigation was conducted to evaluate the customer issue.per FDA¿s eua guidance, 2 MDR will be filed.

Manufacturer narrative:
Throughout the data analysis, a systematic issue was not observed and a product problem was not found.both samples are at the limit of detection for the sars-cov-2 target where results are known to waiver on repeat testing and may not reproduce on less sensitive testing methods. No curve abnormalities noted in the datasets. A holistic review of the dataset provided was performed and there does not appear to be any issues with the instrument.the most likely cause for the discrepancy observed is due to the samples having a low viral load, either from patients with a low titer or from lab cross-contamination, and the differences in testing platforms.different assays use different algorithms and may also target different regions of the viral dna. As such, results with one assay may not be reproducible with a different assay.